Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Topical pain patches were prescribed. The evoke scs system was confirmed to be functioning as intended.

Manufacturer narrative:
Additional information: section b - date of event; event description. Section f - importer event aware date; type of report; adverse event problem.

Event description:
The patient's reported pain at the evoke closed loop stimulator (cls) implant site persisted despite the administration of topical pain patches. A revision procedure was performed to reshape the implant site and suture loops were used to secure the cls to resolve the reported event.